Manufacturer narrative:
(B)(6). A philips technical support specialist (tss) interviewed the customer who indicated the indicent occured on (B)(6) 2026 at around 8h16 located in (B)(6), where the patient was hospitalized. A desaturation and x-brady red alarm was generated after the patient removed his non-invasive ventilation mask. However, no alarm pop-ups appeared on the bedside monitors in rooms (B)(6). Other philips personnel, onsite at the time in those rooms, confirmed they did not receive any alarm notifications regarding the life-threatening condition in (B)(6). The patient critically desaturated to 40% and developed severe bradycardia at 30bpm. At the time, the entire nursing team was occupied providing care to other patients, which prevented them from noticing the event immediately. Staff ultimately became aware of the emergency only because the audible alarms sounding at the central station, where personnel in room (B)(6) heard the red alarm tone for approximately minutes and recognized the patient's condition was deteriorating. A remote service engineer (rse) later confirmed that room (B)(6) was not assigned to the bed-to-bed overview group, explaining why that room did not receive alarm pop-ups. Although the specific clinical interventions performed were not identified, the patient's condition returned to normal following the event. The department was advised to keep patient room doors open when appropriate and increase the bedside alarm volume in situations where the central station is unattended. Following the incident, the event was reported the adverse event to the ward manager and contracted biomedical technician to investigate and resolve the issue. The tss determined that the system configuration had been set to caregiver groups, with "unaffected beds send alarms to all others" enabled. Although, five beds were intended to be included in the group, log analysis showed that only three beds were actually part of the group, while two beds were configured as unaffected. After log analysis of the behavior of the system, tss indicated the unit worked as intended and there was no lack of configurations. The tss pointed out the customer site is known to have serious multicast problems. To resolve the issue, an rse remotely changed the configurations. By changing the configuration, it could force alarm reflection master to stay in the unit. Lastly, it would remove unaffected beds sending alarms to other groups. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed severe desaturation and extreme bradycardia; however, no alarm popped up in other rooms. The entire nursing team was occupied with other patients and did not receive the information related to the emergent patient condition. The nurses did hear the alarms from the central station. The device was in use on a patient at the time of the event.